Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. For clarification, the instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed a electrical continuity test. Root cause of this failure is attributed to a component failure. As a result of the dislodged conductor wire, this instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was also found to have damage of the conductor wire¿s insulation. A piece measuring approximately 0.005" x 0.020" was missing from the insulation. The missing piece was not returned. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the 8mm force bipolar (part # 471405-06/ lot # n10200817-0243) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. The instrument has a maximum 12 uses. There are 10 more uses remaining. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: based on the photo it seems that one of the grips of the force bipolar became dislodged from the clevis, preventing it from becoming straightened. A review of the site's system logs for the reported procedure date was conducted by. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damaged without a full breakage at the distal end or exposed to patient with a passed electrical continuity test with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a component of the wrist of the force bipolar instrument came dislodged and would not allow the wrist to straighten. The site used an instrument release kit (irk) and got another instrument. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi da vinci clinical sales representative and obtained the following additional information: the instrument was not inspected prior to use. The instrument was not on patient tissue when wrist became dislodged. The site used the irk to straighten the wrist as much as possible, but the dislodged component on the wrist was difficult to fit through the cannula. No fragment fell inside the patient and there was no patient injury. The patient had no adverse effect from the instrument wrist becoming dislodged.